Manufacturer narrative:
Device manufacture date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "needles appear to be dull and the stent sticking in the needle once the slider has been fully pushed to a stop. Difficulty tunneling through sclera" during implantation in right eye. Surgery completed with backup. No eye injury reported.